Event description:
It was reported that an ilet user received ¿dosing stops soon¿ and ¿sensor pairing failed¿ alerts while using an fsl3+ sensor, and after an ilet restart the sensor was rescanned and readings resumed, indicating an intermittent communication failure involving the electrical/magnetic antenna component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem identified between the ilet and the cgm, consistent with intermittent communication failure related to the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.